Event description:
It was reported that during implant the right ventricular lead was unable to pace at high output and impedance was less than 200 ohms. Another lead was used.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description included: a partial lead was returned and a complete analysis could not be performed. Lab analysis found an electrical test for a short between coils found no anomaly. The inner insulation was found to be normal. No condition was found with the partial lead that would contribute to the low lead impedance and capture anomalies that were reported.